Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired and replaced touchscreen array and hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has touch screen errors and issues with image retrieval. There was no report of patient injury.